Event description:
The customer noticed a small amount of fluid had dripped from the probe while troubleshooting an aperture error on their unicel dxh 800 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The facility does have an exposure control / risk management plan in place. On the day of the event (B)(6) 2012, customer technical specialist (cts) assisted the customer over the phone to perform a diluent dispense function; however, it did not dispense diluent. The customer noted the tubing was disconnected at blood detector. The tubing was reattached to the blood detector. The customer ran samples to confirm operation. No further leakage / dripping reported from the probe. Service was not dispatched for this event. Root cause of the event is the disconnected tubing at blood detector.

Manufacturer narrative:
(B)(4). Eval summary: service was not dispatched.